Manufacturer narrative:
The reported event was unconfirmed. The evaluation found that the catheter could be inflated without difficulty. The catheter was dissected and there were no conditions found that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "6) insert catheter into the catheter meatus, and advance it until the balloon enters the bladders and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that it was difficult to inflate the balloon and inflation funnel ballooned out during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon and inflation funnel ballooned out during pretest.